Event description:
A patient called to report her adverse effect from shoulder implant. Reporter said in (B)(6) 2019 she experienced shoulder pain and she went to see a doctor. She said they took an x-ray and give her a shot for the pain but they did not tell her that her shoulder implant is detaching, breaking apart at that time. A year later in (B)(6) 2020 she went to see her doctor because she was experiencing pain again and also she was not able to use her arm. They took another x-ray and she was told that her shoulder implant is coming apart, it is breaking apart into pieces, so they decided to remove the implant. She said on (B)(6) 2020 they removed the entire shoulder implant and replaced it with antibiotic spacer.